Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter did not advance through the peel-away introducer sheath. The PICC was subsequently removed, and a new PICC was inserted at a different insertion site. An injury was indicated in the product complaint form (pcf); however, no additional details regarding the nature of the alleged injury or the patient's outcome were provided. The patient's condition at the time of reporting was described as "fine." Good-faith efforts were made to obtain additional information related to the reported device issue and to assess whether any patient harm, injury, or adverse health consequences occurred. A total of three documented attempts were made to contact the user facility. Despite these efforts, the requested information remained reported as "unknown," and no further information was received.